Event description:
It was reported that the bd alaris smartsite low sorbing secondary set experienced tubing damage, and component separation. The following information was provided by the initial reporter: we found a couple that were easy to snap off and looked to be made differently than the rest of the lot. The tubing looked like it was attached outside of the drip chamber piece.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 22039413. Medical device expiration date: 31-mar-2025. Device manufacture date: (B)(6) 2022. Medical device lot #: 22029851. Medical device expiration date: 24-feb-2025. Device manufacture date: (B)(6) 2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A complaint of tubing not fully being on drip chamber causing separation, was received from the customer. A photo was provided for investigation. It was observed that the tubing was not fully attached to the drip chamber. Solvent can be seen on the tubing. The customer complaint of misassembly was not confirmed, however separation was confirmed. A device history record review for model 10014881 lot number 22029851 was performed. The search showed that a total of (B)(6) units in 2 lots numbers were built on 24feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. As a physical sample was not returned for investigation, a definitive root cause could not be determined. Possible root causes for this defect is an insufficient amount of solvent being added, incorrect size of tubing, and drip chamber not fully being inserted into the tubing. This incident has been added to our database of reported incidents.

Event description:
No additional information.